Event description:
On (B)(6) 2024, a patient (pt) in japan reported a diagnosis of corneal ulcer and eye staining (affected eye is unknown) while wearing an unknown acuvue® brand contact lens (cl). The pt went to an ophthalmologist (date of visit was unknown) with symptoms of eye pain and ¿bright red eye.¿ the pt reported visiting the ophthalmologist 2 to 3 times on (B)(6) 2024 (pt refused to provide exact date). The pt reported that the cause was that the pt fell asleep while wearing the suspect cls. The pt reported the lens was not bad. The pt advised the event has resolved. The pt refused to provide further medical and product details regarding the corneal ulcer event. No additional medical information has been received. No additional medical information is expected. This event is being reported as worst-case due to the inability to verify the patient's diagnosis and treatment. The date of event will be reported as 01sep2024 as the exact date is unknown. It is unknown which eye is affected. As it is unknown which acuvue brand was worn at the time of the event, the product will be reported as an unknown acuvue brand cl. The suspect lot number is unknown. Availability of the suspect product for return and evaluation is unknown. No additional investigation can be conducted. If any further relevant information is received, a supplemental report will be filed if applicable.